Event description:
Voluntary medwatch received stated that the patient experienced shortness of breath. It was noted the right atrial (ra) lead exhibited far field r wave oversensing. No intervention made were reported. The patient status is unknown.